Event description:
It was reported that the pump malfunctioned with code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.